Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. For the reported malfunction, the return of the sample is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model 436-2515x pta balloon dilatation catheter was allegedly experienced material rupture. This report was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) year old male patient was (B)(6) kgs.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review will be performed. The sample was returned to the manufacturer for evaluation. Investigation of the returned sample confirmed material rupture and kink. Based on the available information, a definitive root cause of the event could not be determined. The device was labeled for single use. H11:b5, h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model 436-2515x pta balloon dilatation catheter allegedly experienced material rupture and material deformation. This report was received from one source. The event involved a patient with no known impact to the patient. The 57 year old male patient was 72 kgs.